Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the power not turning on could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf the customer that there was no power when setting up their cv-170 video system processor. There were no reports of patient or user harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The problem was resolved by the customer speaking to a sales representative. A supplemental report will be submitted if any additional information is provided by the user facility.